Event description:
A us distributor reported that a battery would not power on a monitor and a us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of battery pack was completed. The reported problem (unable to power on monitor) was confirmed. Upon investigation the battery was unable to power on a monitor or charge. The battery was excessively discharged. The battery was not being regularly charged every 24 hours (battery was used for 45 hours without being recharged). However, upon investigation a reportable malfunction was found. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button was not functional. The cause for the failure was caused by the front response button center/ dome was off center. The root cause of the off center dome cannot be positively identified. There was no adverse event that resulted from the damaged battery and monitor.